Manufacturer narrative:
This case is a duplicate of (B)(4) with MDR number 3030677-2019-00728. If the device is returned to the factory and investigated, the investigation will take place on (B)(4) with MDR 3030677-2019-00728.

Event description:
It has been reported that the device is failing self-test.